Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which could impact booting. The philips field service engineer (fse) visited onsite and upon functional testing, the fse performed pc diagnostics test and restarted the system properly, which resolved the reported issue. After cold restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.